Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 24g nexiva unit with no product documentation to indicate the reference or lot number. Additionally, three photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not identify any damage to the components. The unit was leak tested and a small leak was identified on the extension tubing near the junction point between the catheter adapter and extension tubing. Microscopic inspection found that the tear was a small line that ran perpendicular to the length of the tube. The edges of the tear were jagged and curved inward suggesting that something punctured the tubing. Given that the unit was not indwelling in the patient and the lack of evidence that would suggest sharp instrument damage, it is likely that the damage was caused during manufacturing. Damage to the extension tubing as seen on this unit may be caused during manufacturing due to damaged tooling, pin misalignment on the pallet nest, gripper induced damaged, or sharp edges on the tubing fence during pallet transfer. Operators perform visual inspections for damaged components per the quality control and sampling plans to mitigate the occurrence of this defect. The appropriate personnel have been notified . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see manufacturer narrative below

Event description:
No additional information

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked when the saline flush syringe was connected to the adapter. It was later confirmed that there was a crack at the extension tube and wing connection. The following information was provided by the initial reporter, translated from japanese: "this is a report about suspecting leakage from the extension tube and fixation wing connection during puncture, when 10ml pre-filled saline was connected/injected to the catheter adapter, leakage from the above connection was detected." Via bdj investigation: "bdj received a used sample and confirmed the tube had a crack at the connection part with the wing."